Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) noted having many complications since the implant procedure including an infection, antibiotics, as well as extra follow-up procedures. Additional information was provided that the device was replaced due to a patient infection. Additional information was received indicating this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. The allegation was that a defective device was implanted and the patient developed an infection. This device is not included in any advisory population.

Manufacturer narrative:
If additional information should become available, this event will be reopened and updated accordingly. The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no irregularities. All seal plugs were intact. All set screws operated normally. The battery status was at beginning of life (bol) and the battery monitoring voltage was at 3.12 volts. The device is on legal hold within the post market quality assurance laboratory and cannot be tested further. There is no additional information at this time. If additional information becomes available, the event will be updated as necessary.